Event description:
It was reported that there was a revision of hardware which was secondary to the patient pain. The patient experienced rectal pain that did not allow her to stand up completely. A workers compensation physician determined that bone had settled and grown over the sciatic nerve. A fifth procedure was scheduled to cut away the bone causing the discomfort, however, the surgeon did another spinal reconstruction. Again, all of the hardware was removed, and the new construct was placed covering more levels. The product has not been returned for investigation and no further information was provided. This is report 1 of 3 for complaint (B)(4) and is a report for 1 unknown screw. There is no confirmation from a health care professional that this is a synthes device. It is noted that this complaint is also linked to the following complaints (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Implant on unknown date in 2008. Explant on unknown date. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no part number or lot number was provided.